Event description:
It was reported that while using bd vacutainer® push button blood collection set that there was a needled stick injury. The information regarding intervention has not yet been obtained. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes did erroneous results occur? No did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes - needlestick customer reports that there was a clinician needlestick. The information regarding intervention has not yet been obtained.

Manufacturer narrative:
H.6. Investigation summary: material #: 367342 lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set that there was a needled stick injury. The information regarding intervention has not yet been obtained. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Did erroneous results occur? No. Did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes - needlestick. Customer reports that there was a clinician needlestick. The information regarding intervention has not yet been obtained.